Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with aortic valve replacement. Post procedure and late ventricular arrhythmias can be associated with patient factors such as poor ventricular function, inadequate coronary perfusion, cardiac tamponade, hypovolemia or electrolyte deficiencies (e.g. Hypokalemia, hypocalcemia, hypomagnesemia). This patient population is typically elderly, may be non-operative or high risk, have complex medical histories, multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover from the medical conditions above.  In the absence of valve dysfunction or valve related ischemia, post-procedure and late ventricular arrhythmias are highly unlikely to be related to the implanted valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the cause of the tachycardia is unknown. However, in addition to the mechanisms described above, patient factors (sick sinus syndrome) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japanese tavi case registry, the patient developed a series of arrhythmias after the tavr procedure for a 23mm sapien 3 valve. On pod 4, frequent pauses of 2 to 3 seconds (the longest was 8 seconds) were observed. Since the patient had a history of sick sinus syndrome (sss), it was thought sss was actualized by the monitor. On pod 6, narrow qrs tachycardia was observed. No change in blood pressure seen. This tachycardia continued for 50 minutes and eventually converted to atrial fibrillation (af). Later, paroxysmal supraventricular tachycardia (psvt) was observed and since the patient was symptomatic experiencing palpitations, an ablation procedure was planned. On pod 10, a pause of 7 seconds was observed and temporary pacemaker (tpm) was inserted. On pod 13, ablation procedure was executed. On pod 15, permanent pacemaker (pmm) was implanted.